Event description:
It was reported that customer experienced continuous glucose monitor error. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through full pump reset, after which error did not recur and customer successfully started new sensor session.